Manufacturer narrative:
(B)(4). Batch # r57x2p. Investigation summary ==> the analysis found that one long60a device was returned with no apparent damage and with one gst60d cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, unknown firing, unknown reload, the knife blade cut off part of the unknown plastic reload. It wasn't reported if the plastic was retrieved or is still in the body. A second like device was used to complete the procedure. There were no patient consequences reported.